Event description:
Customer reported malfunction on pump without any notable preceding events, specifically indicating malfunction code malf 9. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by technical support to reset pump, and issue did not recur after reset. Customer understood instructions to continue using pump and to contact support if issue reappears.